Manufacturer narrative:
A firmware revision is planned to further mitigate the potential for unintended motion after an interlock e17 has occurred.

Event description:
Pt was on table when error occurred, however, no physical event to pt occurred. There is a potential for unintended motion of the table after an interlock (e17) has occurred, and the user attempts to reinitiate the system. The user manual instructs the user to remove pt and call service when this error (interlock) occurs (see attached pages from user manual). In this case the user left the pt on the table, and attempted to reinitiate the table which in turn caused unintended motion upward, the motion was stopped by emerging off.